Event description:
It was reported that during a laparoscopic gastric bypass procedure, two of the four trocars were leaking, which two is unknown. Two insufflation machines were used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology. (B)(4)